Event description:
Pt presented to surgery with ob/gyn and urology (B)(6) 2022 for total laparoscopic hysterectomy, bill salpingo-oophorectomy and mid urethral sling. Reported during the ob/gyn portion of the procedure, the endo stitch device failed causing the tip of the needle on the endo stitch to break off in the pt's abdomen. Pelvis x-ray showed a 5 mm metallic density in the left side of the pelvis which may represent the needle fragment. The abd was irrigated and they searched for the needle tip for attempted retrieval for approx 15 minutes, however the second pelvis x-ray still showed persistence of the foreign body. FDA safety report ID # (B)(4).